Event description:
It was reported that post implant, the clinician noted that the electrogram suggested a possible atrial lead dislodgement. Further follow-up investigation with the clinic could not produce any evidence of a lead issue ever occurring. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.